Event description:
The customer was unable to calibrate tsh on an eci analyzer and reported seeing crystallization on the signal reagent (sr) probes. A field engineer visited the site and cleaned the probes which resolved the issue. This scenario is consistent with a malfunction which could cause false negative. Ckmb, beta-hcg, and tpni results. There was no report of pt harm as a result of this occurrence.